Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 419488 implantable pacing lead (B)(6) 2009; 4470 competitor implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the device had unexpected longevity with only 3.5 years of service. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This device was included in a field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.